Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the device associated with this report was returned for analysis. Examination of the returned device found a few rusted areas and some marks/scratches related to the usage. Since the reaming adaptor was not returned, a functional testing was not able to performed. The reported complaint was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reaming adaptor was broken when it came to the customer. It was noticed during the surgery that this item welds together (gets stuck) with this reamer. This might cause a humerus fracture; luckily this was avoided this time due to a very experienced surgeon. The loan set will be returned later this week and it´s very important that this instrument will be replaced. The reamer might be damaged as well due to the defect instrument so please check that as well. There was a ten-minute surgical delay.